Event description:
It was reported that, when the surgeon tried to insert the screw, it was broken at the screwhead part. The broken part was removed from patient. The surgeon used another screw instead of it, so the procedure was completed with no problem.

Manufacturer narrative:
The product was not returned for investigation. Therefore, a physical examination can not be performed, but the reported failure has been complained previously. In this case, the failure was attributed to too high torsional forces in forced rupture mode. Indications for material or manufacturing related problems were not found in this investigation.